Event description:
Bivona 5.0 cuffed trach inflated. Trach deflated and placed in patient. Trach reinflated after placement. Patients o2 sat began dropping. Increased o2 and pressure needed to elevate o2 sat. During the period that the defective trach had not been discovered, the patient developed a pneumothorax. A cxr chest x-ray was ordered and confirmed the pneumothorax. A chest tube was placed. Later in the day, a second chest tube was placed. It was discovered that the trach was not inflated when removed and would not stay inflated.====================== manufacturer response for tracheostomy tube, bivona (per site reporter)======================the issue has been entered in their quality system and will be investigated.